Manufacturer narrative:
E1: patient city: alburquerque. Patient country: spain. Name: medtronic minimed. Country: spain. Street: 18000 devonshire street. City: northridge. State: ca. Zip code:1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event on 28 apr 2026 where tape not sticking due to sweating.